Event description:
It was reported the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. Customer's blood glucose level was not impacted. Technical support advised the customer on a pressing technique and assisted with removing the pump from its case, but the issue persisted. The decision was made to replace the pump, as it was still under warranty. In the meantime, the customer was to use a backup insulin pump. Technical support confirmed the shipping details for the replacement and also instructed the customer on returning the faulty pump with a pre-paid label.